Event description:
A journal article was reviewed that contained information regarding this lead. It was reported that after repositioning the lead "several times," the thresholds remained unacceptable. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: "coronary sinus shocking lead as salvage in patients with advanced chf and high defibrillation thresholds." Pace pacing clin. Electrophysiol. August 1;33(8):967-972.